Event description:
It was reported that the patient had been scheduled for revision surgery due to broken electrode, which was later determined to mean that low impedance had been shown on the patients device. The patient had full system replacement. Impedance was normal in pre-op diagnostics. The representative at the surgery noted that the lead was being replaced since it was likely worn out due to how long it was implanted. The explanted suspect product has not been received to date. No further relevant information has been received to date.